Manufacturer narrative:
"Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Healthcare professional additionally reported, left-side "ruptured" upon explant- which has been assessed as not device related. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding availability of product return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reports left side capsular contracture, baker grade IV. Device remains implanted.